Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # v458448, implanted: (B)(6) 2010, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3387s-40, lot # v458448, implanted: (B)(6) 2010, product type lead; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2010, product type extension. (B)(6). Analysis results were not available at the time of this report. A follow-up report will be submitted when analysis is completed.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins was at normal end of life and telemetry and output were okay.

Event description:
Additional information received reported the patient had rare bouts of tremor on their right side in their upper and lower extremities. The implantable neurostimulator (ins) battery depletion was premature. The ins battery was at 2.52v when the patient saw their healthcare professional (hcp) on 2014-(B)(6). The ins was then replaced in (B)(6) 2013. Following the replacement the patient had recovered without permanent impairment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had the device replaced the day prior to the report. The device only lasted less than a year and had been completely depleted for about a month at the time of replacement. The patient had been getting an elective replacement indicator (eri) message with a battery voltage of greater than 2.61. Therapy impedances were not available and at the last interrogation before the battery replacement the electrode impedances had been fine. The patient¿s settings were left: c+1-, 4.0v, 90us, 170hz and right: c+10-9-, 4.6v, 150us, 170hz and they were on 24 hours a day. There was no patient death or injury. The patient was doing fine and had normal therapy benefit once the battery was replaced.